Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow up, post-sensed t-wave oversensing was observed on the ventricular channel. Patient received inappropriate atp therapy during the oversensing. Programming changes were made. Patient is stable.